Event description:
Customer's son reported his mother's death. Caller stated that customer had a lot of health concerns. The cause of death was heart problems, diabetes and a previous stroke. Customer had vomited on her shirt. Caller is not sure if his mother was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.